Manufacturer narrative:
This supplemental report is being submitted to provide updated information (b5, h6 component code, h6 medical device problem code) and the legal manufacturer's final investigation results. Based on the results of the investigation, the burnt distal end cover was likely caused by an insulation failure at the distal end and the foreign material could not be specified; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states as below regarding the suggested event 1. Opreation manual 4.2 insertion, air/water feeding and suction nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. IFU warns as below regarding the suggested event 2. Operation manual chapter 4.2using endotherapy accessories high-frequency cauterization treatment: never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited the nozzle was clogged with grey rubberish material and the plastic distal end cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a clogged nozzle with grey rubberish material. There were no reports of patient involvement.